Manufacturer narrative:
The reported failure of power_vbus_dropped, hard power fail and soft power fail is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging trilogy ev300 ventilator required a ipcr ownership change. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a remote service engineer and the ipcr was completed for address change. An onsite follow up was recommended for preventative maintenance. During the onsite visit by a third-party service engineer error codes in relation to power_vbus_dropped, hard power fail and soft power fail were recorded in the device event log. The service engineer confirmed that preventative maintenance was performed with no issues found. The software was update to the latest version. The device passed all final test and was returned to full clinical use.